Event description:
On aug 12, 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra soft lancing device threads were stripped/damaged. The complaint was classified based on the initial info provided to the customer care advocate (cca). The pt told the cca he was unable to test his blood glucose after the lancing device issue started in 2009. The pt took his usual daily dose of medication, 2 pills metformin. He said he developed blurry vision 5 days after the product issue started. The cca noted that the lancing device threads were stripped/damaged and the pt denied misuse of the lfs product. The pt's lancing device was replaced. This complaint is reported because the pt claims the threads of his lfs lancing device were stripped/damaged and he was unable to test his blood glucose. Five days afterward, he said he had blurry vision, which is a symptom that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report.